Event description:
During a quarterly device check the pacemaker switched to safety mode. The tech immediately looked for assistance and brought in the lead tech who said the doctor would be there shortly. On his arrival he saw the situation and made arrangements for hospitalization and changing of the pacemaker. The unit was boston sci crt-p u125 704876 01-jun-2017.